Event description:
Physician reported 7 months after injection to the lower lid area with juvéderm® volbella¿ with lidocaine patient developed "significant swelling in one side in the treated area and is desperate." No medical or surgical intervention noted. Symptoms are ongoing.

Manufacturer narrative:
The events of swelling and desperate are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time device labeling: contra-indications ¿ do not inject juvéderm® volbella¿ with lidocaine into the eyelids. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. ¿ any other undesirable side effects associated with injection of juvéderm® volbella¿ with lidocaine must be reported to the distributor and/or to the manufacturer.

Event description:
Physician reported 7 months after injection to the lower lid area with juvéderm® volbella¿ with lidocaine patient developed "significant swelling in one side in the treated area and is desperate." No medical or surgical intervention noted. Symptoms are ongoing.